Event description:
Discordant results for calcium were obtained on 3 advia 1800 instruments. The siemens water system was down for several days and the customer used a back-up water system. The customer got high results for calcium when using the backup water system. The samples were repeated and corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant high calcium results.

Manufacturer narrative:
After changing to the backup water system the customer recognized a problem existed when quality control (qc) results for calcium were out of range. The customer recalibrated calcium for the backup water system. Samples run after recalibration yielded expected results.